Event description:
It was reported that the health care professional (hcp) reported experiencing difficulties interrogating this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the programmer was unable to read the data. The hcp called technical services (ts) and requested troubleshooting assistance. Ts walked the hcp through troubleshooting, however the efforts were unsuccessful. Ts discussed possible causes with the hcp and recommended for the local field representative to be contacted for further assistance. At this time, the crt-d and programmer remain in service. No adverse patient effects were reported.